Event description:
It was reported that during the implant procedure, it was not possible to advance the lead further into the vessel branch postero-laterally. The lead was implanted and remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).